Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent intervention for a valve-in-valve procedure after an unknown implant duration for unknown reason. A 26mm transcatheter valve was successfully implanted within the existing surgical device. The patient was discharged home.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of more than 10 years for unknown reason. As per medical opinion, the investigation was not necessary because the surgical prosthesis failure was not premature. A 26mm transcatheter valve valve was successfully implanted within the existing surgical device using the transfemoral approach. The patient was discharged home.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.